Event description:
It was reported that the pump touchscreen was cracked/shattered and customer could not read the touchscreen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, while technical support arranged shipment of replacement pump.